Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated he had been experiencing inaccurate cgm readings for the past few weeks and he was hospitalized because of it. While driving to go eat, his wife noticed that he was unconscious and took him to the hospital. He was given glucagon and food for hypoglycemia and was released the same day. At the time of the report he stated he was feeling fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.